Event description:
Boston scientific crm received information that during the attempted implant of this right ventricular defibrillation lead, the helix but it could not be retracted during pre-implant testing. Another stylet was used but the helix still could not be retracted. This defibrillation lead was then explanted, and another one was successfully positioned.

Manufacturer narrative:
The lead was not returned for analysis. Boston scientific will provide additional information once it becomes available.